Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited low pacing impedance and noise over-sensing which resulted in pacing inhibition. The noise was reproduced with isometrics. Programming changes was made on (B)(6) 2025. The patient was in stable condition.